Event description:
It was reported to philips that the device had inaccurate pacer readings as there was a pacer spike with a patient that has no pacer. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.